Event description:
It was reported that lower impedance readings were encountered on case combos. Also, impedance readings were greater than 4,000 ohms. All combos with 0 were greater than 4,000 ohms with 8 or 9 ua. Electrodes 1 - 2 were less than 50 ohms. The therapy impedance was 427 ohms. There was low, out of range, impedance value read. The impedance readings were noted to be "very similar" to those readings seen prior to the explant of the pt's previous implantable neurostimulator. The pt experienced a loss of therapeutic effect and has had only partial benefit since the neurostimulator was implanted. The pt was "doing even worse now." The pt's device was programmed to c 23 and 13, but only partial benefit was achieved with these combinations. No info was provided related to the pt's outcome. Add'l info was requested, but not available as of the date of this report. A f/u report will be filed if add'l info becomes available. See also MFR report# 3004209178-2011-06214. Also see MFR report#s 3004209178-2011-00474 and 00475 for info related to the pt's previously implanted neurostimulator.

Manufacturer narrative:
(B)(4).